Manufacturer narrative:
Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis found that the mainframe had an audio pcb failure. The device came in with distorted sound upon boot up. Replaced audio board due to failure and placed unit into burn in for 24 hours. The device was tested and passed all manufacturing specifications analysis found that the interface had missing spare fuse and had broken clip. They could not duplicate customer's issue regarding blown fuses. Replaced missing fuse and cable clip. The device was tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the mainframe was not working properly. The fuses of the interface blew. There was no patient impact.